Event description:
The family member checked the patient's blood glucose on the device and obtained a result of 174 mg/dl. Family member knew patient's glucose was low and gave orange juice and called 911. When the emts arrived they checked glucose and the level was 52 mg/dl. They treated with an IV and food. Controls were not used. The device was replaced and requested to be returned for evaluation.